Event description:
It was reported that during a mandibula reconstruction procedure, the plate broke while bending. Surgeon used another plate to complete the procedure with no further problems.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was not returned for evaluation. The lot number was provided and the investigation is currently in progress, once completed a supplemental MDR will be filed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). A review of the device history record revealed no complaint-related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no scrap, rework or non-conformances noted. This order met all dimensional and visual acceptance criteria at the time of release, with no issues documented during manufacturing that would contribute to this complaint condition. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn.

Event description:
This is report 1 of 1 for complaint (B)(4).